Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death is unknown. No additional information was reported. Related manufacturer reference number: 2017865-2021-09201, 2017865-2021-09200, 2017865-2021-09199.

Manufacturer narrative:
The device was tested using automated testing equipment and the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.